Event description:
A 2.5mm diameter x 15mm length sprinter over the wire angioplasty balloon was used to expand an unk lesion. The lesion morphology slight calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon ruptured at a pressure around 8 atmospheres. The bursting of the angioplasty balloon cannot be determined. The balloon was removed from the pt as one unit. The case was completed with placement of a stent and post angioplasty of the stent. The pt is fine. The user facility discarded the device, due to the pt having an infectious disease and there are no films available for this case. No addition sequelae were reported, and the pt is reported to be fine. Please note that this device (spr2515x/ lot # 0000300351) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: no device returned for evaluation.